Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 97745bp, serial/lot #:(B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the patient's (pt) controller went "bananas" for pt received an error code and when the pt plugged a cord into the controller, the pt received multiple screens and got stuck on vibrate. Patient got in contact with their representative who assisted caller on resetting the controller. Pt said on saturday they received a message that battery was too dead to accept charge. Pt said they had stimulation turned off and the pt put 2 aa batteries into the controller to make check their battery charge level (pss understood the controller turned on with 2 aa batteries). Pt said they got the message battery discharged enough to not accept charge. Pt said they attempted to charge and got a faint yellow light. Pss understood pt received a message that the controller battery was too low to recharge the implant. During call pt verified there was no damage to the controller battery compartment and no damage to the controller battery. Pt noted that controller charging port had a tiny bit of corrosion and so did the ac power supply pins. During call p t plugged the controller into the ac power supply without the controller battery pack; pt verified the controller did not turn on even though the ac power supply had a green light. The issue was not resolved. An email was sent to the repair department to replace the controller and the ac power supply. Pt was told on friday that they were looking on getting a pump put in. Additional information was received from the patient. Pt called to request the ac power be shipped as well as a lithium battery. Pt states his controller does not come on with his lithium battery only without and with double a batteries. Pt requested a ac power box be shipped the other day however it never came.